Event description:
As reported, when using a 6f exoseal vascular closure device (vcd), there was a possibility of "implantation" of the pga plug mistakenly. Manual pressure was held for five minutes but hemostasis was unable to be achieved. Additional manual pressure was done and the procedure was completed. The next morning, "abi" of the right leg decreased dramatically. The physician said, ``there was reverse blood, but the color of the visual indicator window changed to black/ black, so there was a possibility that the deployment button was pressed.'' There was a possibility of implantation the pga plug mistakenly. Angiography will be taken at a later date. A cross-over approach was made from the right femoral artery. The lesion was the left superficial femoral artery which had chronic total occlusion and an endovascular thrombectomy had been performed. The vcd was used with a 6f11cm brite-tip sheath. The device was stored and prepped according to the IFU. The physician had achieved certification in use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have any visible calcium/ or plaque. There was no stent near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No resistance or friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was no difficulty deploying the plug. There was a pulsating flow, but the color of the visual indicator turned black/black, so the physician pressed the deployment button because the physician felt rushed and did not wait for flow to significantly slow or stop. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black. The deployment button was fully depressed and flushed against the handle. The indicator window was solid black at this time. Abi was decreased. The echo showed a shadow ¿like a stenosis in the diffuse near sfa mid¿. The angiography was not concluded. The deployment button was depressed. The patient was treated to restore distal blood flow. The device is not available for evaluation as it was previously discarded due to a suspicious infectious disease.

Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when using a 6f exoseal vascular closure device (vcd), there was a possibility of "implantation" of the polyglycolic acid (pga) plug mistakenly. Manual pressure was held for five minutes but hemostasis was unable to be achieved. Additional manual pressure was done, and the procedure was completed. The next morning, ankle-brachial index (abi) of the right leg decreased dramatically. The physician said, ¿there was reverse blood, but the color of the visual indicator window changed to black/ black, so there was a possibility that the deployment button was pressed.¿ angiography will be taken at a later date. A cross-over approach was made from the right femoral artery. The lesion was in the left superficial femoral artery (sfa), which had a chronic total occlusion (cto) and an endovascular thrombectomy had been performed. The vcd was used with a 6f 11cm brite-tip sheath. The device was stored and prepped according to the instructions for use (IFU), and the physician had achieved certification in use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have any visible calcium/ or plaque. There was no stent near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No resistance or friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was no difficulty deploying the plug. There was a pulsating flow, but the color of the visual indicator turned black/black, so the physician pressed the deployment button because the physician felt rushed and did not wait for flow to significantly slow or stop. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black. The deployment button was fully depressed and flushed against the handle. The indicator window was solid black at this time. Abi was decreased. The echo showed a shadow ¿like a stenosis in the diffuse near sfa mid¿. The angiography was not concluded. The patient was treated to restore distal blood flow. The device was not returned for analysis as it was discarded. A product history record (phr) review could not be performed since the product¿s lot number was not provided. The reported ¿indicator window-incorrect indication,¿ ¿plug-inaccurate placement-intravascular¿ and the subsequent ¿vascular occlusion¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the issues experienced by the customer could not be determined. Based on the information available for review, procedural/handling factors likely contributed to the events that occurred as it was reported that the physician felt rushed and deployed the product without assuring proper placement via the bleed-back indicator. A vascular occlusion is a known potential complication following an interventional procedure and is listed in the exoseal IFU as such. Occlusions from intravascular deployments of a plug are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU warns, ¿the exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g., participation in an exoseal closure device training program.¿ according to the IFU, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.